Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation, the field representative noted noise from the minute ventilation signal on the right atrial (ra) channel that was not being sensed. It was noted that there were no other stored events and no changes to any measurements for the other manufacture's ra lead. The minute ventilation feature was programmed off and the pacemaker remains in service. No adverse patient effects were reported.